Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), the sit was unable to register the patient. It was reported that two registrations were performed without success. The navigation system was restarted, a second instrument tray introduced and the site was able to register the patient and continue with the procedure. It was reported that tracking varied based on the port used and which instrument was connected to each respective port. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The archive from the procedure was reviewed by medtronic personnel. Review found that the registration was performed under tensed muscles and going under the brow of the patient. It was noted that the exam was not to protocol as the ears, top and back of head were missing.

Manufacturer narrative:
The system logs were reviewed and provided no additional information. The patient archive was also reviewed and showed that there were only 54 slices, showing a small portion of the forehead. No additional information was provided.